Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right atrial (ra) lead that led to an inappropriate mode switch. The heartlogic index was also noted to be above the threshold. Technical services (ts) discussed programming options for the device. This ICD and ra lead remain in service. No adverse patient effects were reported.